Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the patient had a system replacement on (B)(6) 2020 to address an issue of lead migration. Effective therapy was established post op.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Manufacturer report number 3006705815-2020-01009, 1627487-2020-02362. It was reported that the patient will have a system revision. No further information is known at this time.